Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat menorrhagia, dysmenorrheal, and a fibroid uterus. The patient underwent the concurrent procedures of a laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. It was reported that following insertion the patient experienced incontinence, pain during intercourse, and mesh failure following the procedure. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).